Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. It was suspected the lead had dislodged. No procedure was performed. It was unknown whether programming changes were made but, as of the most recent information available, the lead exhibited normal capture thresholds. There were no patient consequences.